Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low carbon dioxide (co2) results on two patient samples. The results were not reported outside the laboratory; therefore, patient treatment was not affected. Customer stated that when delta checks flagged the samples, they were rerun, and the higher rerun results were reported. The field service engineer (fse) inspected the instrument and replaced the alkaline buffer pump, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).